Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician noted a grommet / set screw problem described as the "screwdriver didn't fit well into the hold" and the "silicone protector was removed". The device was attempted/not used and replaced. No patient complications have been reported as a result of this event.